Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a possible over infusion event. There was patient involvement but no harm.

Manufacturer narrative:
Correction: report source. Additional information : imdrf annex a, c, d, g codes, remedial action required, remedial action #.

Event description:
It was reported a possible over infusion event. There was patient involvement but no harm.

Event description:
It was reported a possible over infusion event. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.